Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient indicated recharging from 100% getting the charge complete message and shortly after it was at 80%. The rep could not troubleshoot due to lack of access to the product. However, information was reviewed with the rep regarding potential causes. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the ins dropping from 100% to 80% first started on (B)(4) 2017. The cause was not determined. To address the issue the patient charged the ins back up to 100%. No further information was provided and no patient complications were reported.